Manufacturer narrative:
Complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 18oct2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown". The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method - document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll. During the die troubleshooting to avoid the die popping, it was adjusted within the die registration operatin...

Event description:
Pc: heatwrap oozing product [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81952, expiration date nov2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she bought thermacare back pain therapy, lower back and hip. She opened the box yesterday and it was not expired, but both pads were oozing out product. She stated she could not use them, so she wanted to find out how to get a refund for it. Packaging was sealed and intact. Device was available for evaluation. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of 21mar2019, according to the product quality complaint group: complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 18oct2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown". The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method - document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll. During the die troubleshooting to avoid the die popping, it was adjusted within the die registration operating window but not in the center. There is no standard operating procedure (sop) to perform the die adjustment or re-calibration and how to perform the troubleshooting under the die popping situation. The excessive wear in the cell pack cut out area of the nip roll that allowed the web to slip before the die cutter conveyor is a contributory factor. If the web is not well controlled (slipping) the registration optics will be triggered erratically and the web cut position will become inconsistent. This caused the die popping continuously and the manufacturing technician had to perform more troubleshooting and die re-adjustment to keep the line running. This increases the probability to produce cut cell wraps during the troubleshooting process. # (#) identified the root cause as method/procedure document unclear/lacking detail. B line/m line prevent defective wraps from comingling with good quality wraps when in dry run mode # didn't provide clear instructions to guide the production colleague so that the off quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run by ensuring the off quality product was removed before disabling the "dry-run" feature. # (#) determined the root cause to be equipment / mechanical failure. The returned wrap shows two cells were not totally sealed and the chemistry-brine mix was out of the cells. There was no stray chemistry out of the wrap. Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. This incident impacted directly one cell; however, the brine out of the cell flowed to the next cell causing that both cell edges were not properly sealed because of the presence of brine. Commitment # was completed to create the brine pumps preventative maintenance. It includes an inspection and cleaning of the brine pumps, lines and nozzles routinely. Based on this pcom search for the subclass of cells damaged/leaking for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for lbh products, refer to attachment trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. No cell pack damage or leaks were found in the inspection of the retain samples. Process related: no; complaint confirmed: no. Design related: no; notify safety: yes. Prelim. Confirmation status: not confirmed; further investigation req'd: yes. Root cause category (tier 1): non-assignable (complaint not confirmed). Root cause category (tier 2): non-assignable (complaint not confirmed). Conclusion and approvals additional approval(s) req'd: no. Regulatory impact: no. Product quality impact: no; stability impact: no. Market / clinical impact: no; sqrt review required: no. Final confirmation status: not confirmed; aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the patient reported that both pads were oozing out product. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed. Comment: the patient reported that both pads were oozing out product. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
According to the product quality complaint group: complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 18oct2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown". The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method - document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll.

Event description:
Event verbatim [preferred term] both pads were oozing out product/both wraps were oozing black stuff from them [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81952, expiration date nov2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she bought therma care back pain therapy, lower back and hip. She opened the box on (B)(6) 2019 and it was not expired, but both pads were oozing out product. She stated she could not use them. She clarified both wraps were oozing black stuff from them. Packaging was sealed and intact. Device was not available for evaluation as the patient threw out patches because they were oozing. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 18oct2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown." The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll. During the die troubleshooting to avoid the die popping, it was adjusted within the die registration operating window but not in the center. There is no standard operating procedure (sop) to perform the die adjustment or re-calibration and how to perform the troubleshooting under the die popping situation. The excessive wear in the cell pack cut out area of the nip roll that allowed the web to slip before the die cutter conveyor is a contributory factor. If the web is not well controlled (slipping) the registration optics will be triggered erratically and the web cut position will become inconsistent. This caused the die popping continuously and the manufacturing technician had to perform more troubleshooting and die re-adjustment to keep the line running. This increases the probability to produce cut cell wraps during the troubleshooting process. # (#) identified the root cause as method/procedure document unclear/lacking detail. B line/m line prevent defective wraps from comingling with good quality wraps when in dry run mode # didn't provide clear instructions to guide the production colleague so that the off-quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run by ensuring the off-quality product was removed before disabling the "dry-run" feature. # (#) determined the root cause to be equipment / mechanical failure. The returned wrap shows two cells were not totally sealed and the chemistry-brine mix was out of the cells. There was no stray chemistry out of the wrap. Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. This incident impacted directly one cell; however, the brine out of the cell flowed to the next cell causing that both cell edges were not properly sealed because of the presence of brine. Commitment # was completed to create the brine pumps preventative maintenance. It includes an inspection and cleaning of the brine pumps, lines and nozzles routinely. Based on this pcom search for the subclass of cells damaged/leaking for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for lbh products, refer to attachment trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. No cell pack damage or leaks were found in the inspection of the retain samples. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The defective wraps are not available for evaluation by the site the complaint can not be confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A trend was not identified for the subclass. This complaint was not confirmed as a cell damaged/leaking occurrence. The return sample is not available for evaluation by the site, a device malfunction can not be confirmed. If confirmed the complaint could be a malfunction with the heat wrap and potentially cause a skin burn. The severity level if confirmed is s3 per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr. Process related?: no. Complaint confirmed?: no. Design related?: no . Notify safety?: yes. Follow-up (03jun2019): new information received from the same contactable consumer includes: product current location changed to "throw out. " follow-up (12jun2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: the patient reported that both pads were oozing out product. The reported device leakage has been identified prior to use of the device and the consumer did not use the device no adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction cannot be confirmed. No remedial action/corrective action/field safety corrective action is suggested at this time. , comment: the patient reported that both pads were oozing out product. The reported device leakage has been identified prior to use of the device and the consumer did not use the device no adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction cannot be confirmed. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on (B)(6) 2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown". The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method - document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll. During the die troubleshooting to avoid the die popping, it was adjusted within the die registration operatin

Event description:
Event verbatim [preferred term] both pads were oozing out product [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81952, expiration date nov2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she bought therma care back pain therapy, lower back and hip. She opened the box yesterday and it was not expired, but both pads were oozing out product. She stated she could not use them, so she wanted to find out how to get a refund for it. Packaging was sealed and intact. Device was not available for evaluation as the patient threw out patches because they were oozing. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. As of 21mar2019, according to the product quality complaint group: complaint subclass: cell damage/leakage. Sample evaluation: not available. Severity rank: s3. Initial complaint assessment: batch t81952 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included seven cartons, 14 pouches and the 14 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-# retain sample inspection form documented the retain evaluation performed on 18oct2018 for a previous complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking requiring an investigation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 19mar2017 through 20mar2019/manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of 39 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Of the 39 complaints; 16 complaints have batch number recorded as "unknown". The 23 remaining complaints were evaluated. Three of the 23 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: # (#) identified the root cause as method - document does not exist, with equipment as a contributing factor. This incident was a combination of the die set up and the excessive wear of the nip roll. During the die troubleshooting to avoid the die popping, it was adjusted within the die registration operating window but not in the center. There is no standard operating procedure (sop) to perform the die adjustment or re-calibration and how to perform the troubleshooting under the die popping situation. The excessive wear in the cell pack cut out area of the nip roll that allowed the web to slip before the die cutter conveyor is a contributory factor. If the web is not well controlled (slipping) the registration optics will be triggered erratically and the web cut position will become inconsistent. This caused the die popping continuously and the manufacturing technician had to perform more troubleshooting and die re-adjustment to keep the line running. This increases the probability to produce cut cell wraps during the troubleshooting process. # (#) identified the root cause as method/procedure document unclear/lacking detail. B line/m line prevent defective wraps from comingling with good quality wraps when in dry run mode # didn't provide clear instructions to guide the production colleague so that the off quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run by ensuring the off quality product was removed before disabling the "dry-run" feature. # (#) determined the root cause to be equipment / mechanical failure. The returned wrap shows two cells were not totally sealed and the chemistry-brine mix was out of the cells. There was no stray chemistry out of the wrap. Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. This incident impacted directly one cell; however, the brine out of the cell flowed to the next cell causing that both cell edges were not properly sealed because of the presence of brine. Commitment # was completed to create the brine pumps preventative maintenance. It includes an inspection and cleaning of the brine pumps, lines and nozzles routinely. Based on this pcom search for the subclass of cells damaged/leaking for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for lbh products, refer to attachment trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. No cell pack damage or leaks were found in the inspection of the retain samples. Process related: no; complaint confirmed: no. Design related: no; notify safety: yes. Prelim. Confirmation status: not confirmed; further investigation req'd: yes. Root cause category (tier 1): non-assignable (complaint not confirmed). Root cause category (tier 2): non-assignable (complaint not confirmed). Conclusion and approvals additional approval(s) req'd: no. Regulatory impact: no. Product quality impact: no; stability impact: no. Market / clinical impact: no; sqrt review required: no. Final confirmation status: not confirmed; aqrt review req'd: no. Additional information has been requested and will be provided as it becomes available. Follow-up (03jun2019): new information received from the same contactable consumer includes: product current location changed to "throw out". Company clinical evaluation comment the patient reported that both pads were oozing out product. The reported device leakage has been identified prior to use of the device and the consumer did not use the device no adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported that both pads were oozing out product. The reported device leakage has been identified prior to use of the device and the consumer did not use the device no adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.